Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("positive for nickel allergy") and metal poisoning ("metal toxicity") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *metal toxicity test, hair sample, nos - nickel sensitivity and metal toxicity. Laboratory analysis, hair samples, nos - indicated extremely high barium contamination, high nickel and tin. The tubes were normal and pliable with no evidence of perforation or allergic reaction. Since there was no evidence of an allergic reaction in the fallopian tubes where the essure micro-inserts were located, and an extremely high level of a toxic metal (barium) was confirmed in the patients hair sample, our conclusion is that "they" patient's symptoms originated from a source other than the essure micro-insert. Most likely the patient is reacting to a local environmental issue. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), metal poisoning (seriousness criterion medically significant) and injury ("injury to herself") and experienced pruritus ("itchy"), urticaria ("hives") and blister ("blisters"). The patient was treated with surgery (micro laparotomy for microinsert and fallopian tube removal). Essure was removed. At the time of the report, the allergy to metals, metal poisoning and injury outcome was unknown and the pruritus, urticaria and blister outcome was unknown. The reporter considered allergy to metals, blister, metal poisoning, pruritus and urticaria to be unrelated to essure. The reporter considered injury to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results not reported. Most recent follow-up information incorporated above includes: on 4-dec-2018: summons received. Case became potential legal. Essure indication and implant date updated. New event added: injury nos. Surgery added for event metal allergy. Case category updated from other event to incident. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dermatitis contact ('positive for nickel allergy / dermal nickel allergy') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 30-year-old female patient who had essure (batch no. 685785) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 3 (B)(6)2000, (B)(6) 2005, 16mar2007). *metal toxicity test, hair sample, nos - nickel sensitivity and metal toxicity. Laboratory analysis, hair samples, nos - indicated extremely high barium contamination, high nickel and tin. The tubes were normal and pliable with no evidence of perforation or allergic reaction. Since there was no evidence of an allergic reaction in the fallopian tubes where the essure micro-inserts were located, and an extremely high level of a toxic metal (barium) was confirmed in the patients hair sample, our conclusion is that they patients symptoms originated from a source other than the essure micro-insert. Most likely the patient is reacting to a local environmental issue. In (B)(6) 2009, the patient experienced dermatitis contact (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia") and alopecia ("hair loss"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy with complication") and experienced abortion spontaneous ("stillbirth/miscarriage"), metal poisoning ("metal toxicity"), pruritus ("itchy"), urticaria ("hives"), blister ("blisters"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and genital haemorrhage ("general abnormal bleeding"). The patient was treated with surgery (on (B)(6) 2011 underwent ablation and microlaparotomy for microinsert and fallopian tube removal/salpingectomy (bilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the dermatitis contact, vaginal haemorrhage, pregnancy with contraceptive device, abortion spontaneous, metal poisoning, pruritus, urticaria, blister, tooth disorder, dyspareunia and alopecia outcome was unknown and the heavy menstrual bleeding, pelvic pain, abdominal pain, dysmenorrhoea and genital haemorrhage had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, blister, dermatitis contact, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, metal poisoning, pelvic pain, pregnancy with contraceptive device, pruritus, tooth disorder, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for: pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),general abnormal bleeding, nickel allergy and hypersensitivity. Discrepancy noted: earlier the patient underwent essure confirmation test, but in current pfs it was given she did not underwent essure confirmation test. Trailing coils: left: 4 right: 5 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results not reported.. Pregnancy test - in 2011: pregnant. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("positive for nickel allergy") and metal poisoning ("metal toxicity") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *metal toxicity test, hair sample, nos - nickel sensitivity and metal toxicity. Laboratory analysis, hair samples, nos - indicated extremely high barium contamination, high nickel and tin. The tubes were normal and pliable with no evidence of perforation or allergic reaction. Since there was no evidence of an allergic reaction in the fallopian tubes where the essure micro-inserts were located, and an extremely high level of a toxic metal (barium) was confirmed in the patients hair sample, our conclusion is that they patients symptoms originated from a source other than the essure micro-insert. Most likely the patient is reacting to a local environmental issue. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), metal poisoning (seriousness criterion medically significant), pruritus ("itchy"), urticaria ("hives"), blister ("blisters") and injury ("injury to herself"). The patient was treated with surgery (microlaparotomy for microinsert and fallopian tube removal). Essure was removed. At the time of the report, the allergy to metals, metal poisoning, pruritus, urticaria, blister and injury outcome was unknown. The reporter considered allergy to metals, blister, metal poisoning, pruritus and urticaria to be unrelated to essure. The reporter considered injury to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-apr-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('positive for nickel allergy'), pregnancy with contraceptive device ('pregnancy with complication'), abortion spontaneous ('stillbirth/miscarriage'), metal poisoning ('metal toxicity') and genital haemorrhage ('general abnormal bleeding') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: *metal toxicity test, hair sample, nos - nickel sensitivity and metal toxicity. Laboratory analysis, hair samples, nos - indicated extremely high barium contamination, high nickel and tin. The tubes were normal and pliable with no evidence of perforation or allergic reaction. Since there was no evidence of an allergic reaction in the fallopian tubes where the essure micro-inserts were located, and an extremely high level of a toxic metal (barium) was confirmed in the patients hair sample, our conclusion is that they patients symptoms originated from a source other than the essure micro-insert. Most likely the patient is reacting to a local environmental issue. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), pruritus ("itchy"), urticaria ("hives"), blister ("blisters"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), genital haemorrhage (seriousness criterion medically significant) and hypersensitivity ("hypersensitivity") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (microlaparotomy for microinsert and fallopian tube removal/salpingectomy (bilateral)). Essure was removed on (B)(6)2011. At the time of the report, the allergy to metals, pregnancy with contraceptive device, abortion spontaneous, metal poisoning, pruritus, urticaria, blister and hypersensitivity outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and genital haemorrhage had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered allergy to metals, blister, metal poisoning, pruritus and urticaria to be unrelated to essure. The reporter considered abdominal pain, abortion spontaneous, dysmenorrhoea, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: patient received treatment for: pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),general abnormal bleeding, nickel allergy and hypersensitivity. Discrepancy noted: earlier the patient underwent essure confirmation test, but in current pfs it was given she did not underwent essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results not reported.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Date of explant added. Event injury was updated to pelvic pain. Following events were added: abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, hypersensitivity, pregnancy with complication, device ineffective and stillbirth/miscarriage. Reporter information was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dermatitis contact ('positive for nickel allergy / dermal nickel allergy') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 30-year-old female patient who had essure (batch no. 685785) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 3 ((B)(6) 2000, (B)(6) 2005, (B)(6) 2007). *metal toxicity test, hair sample, nos - nickel sensitivity and metal toxicity. Laboratory analysis, hair samples, nos - indicated extremely high barium contamination, high nickel and tin. The tubes were normal and pliable with no evidence of perforation or allergic reaction. Since there was no evidence of an allergic reaction in the fallopian tubes where the essure micro-inserts were located, and an extremely high level of a toxic metal (barium) was confirmed in the patients hair sample, our conclusion is that they patients symptoms originated from a source other than the essure micro-insert. Most likely the patient is reacting to a local environmental issue. In (B)(6) 2009, the patient experienced dermatitis contact (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), tooth fracture ("tooth just broke off/ dental problems"), dyspareunia ("dyspareunia") and alopecia ("hair loss"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy with complication") and experienced abortion spontaneous ("stillbirth/miscarriage"), metal poisoning ("metal toxicity"), pruritus ("itchy"), urticaria ("hives"), blister ("blisters"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and genital haemorrhage ("general abnormal bleeding"). The patient was treated with surgery (on (B)(6) 2011 underwent ablation and microlaparotomy for microinsert and fallopian tube removal/salpingectomy (bilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the dermatitis contact, vaginal haemorrhage, pregnancy with contraceptive device, abortion spontaneous, metal poisoning, pruritus, urticaria, blister, tooth fracture, dyspareunia and alopecia outcome was unknown and the heavy menstrual bleeding, pelvic pain, abdominal pain, dysmenorrhoea and genital haemorrhage had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, blister, dermatitis contact, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, metal poisoning, pelvic pain, pregnancy with contraceptive device, pruritus, tooth fracture, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for: pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),general abnormal bleeding, nickel allergy and hypersensitivity. Discrepancy noted: earlier the patient underwent essure confirmation test, but in current pfs it was given she did not underwent essure confirmation test. Trailing coils: left: 4 right: 5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results not reported.. Pregnancy test - in 2011: pregnant. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media received. Event dental disorder was updated to tooth fracture. Reporter added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('positive for nickel allergy / dermal nickel allergy') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 30-year-old female patient who had essure (batch no. 685785) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 3 ((B)(6) 2000, (B)(6) 2005, (B)(6) 2007). *metal toxicity test, hair sample, nos - nickel sensitivity and metal toxicity. Laboratory analysis, hair samples, nos - indicated extremely high barium contamination, high nickel and tin. The tubes were normal and pliable with no evidence of perforation or allergic reaction. Since there was no evidence of an allergic reaction in the fallopian tubes where the essure micro-inserts were located, and an extremely high level of a toxic metal (barium) was confirmed in the patients hair sample, our conclusion is that they patients symptoms originated from a source other than the essure micro-insert. Most likely the patient is reacting to a local environmental issue. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). In 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), tooth fracture ("tooth just broke off/ dental problems"), dyspareunia ("dyspareunia") and alopecia ("hair loss"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy with complication") and experienced abortion spontaneous ("stillbirth/miscarriage"), metal poisoning ("metal toxicity"), pruritus ("itchy"), urticaria ("hives"), blister ("blisters"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and genital haemorrhage ("general abnormal bleeding"). The patient was treated with surgery (on (B)(6) 2011 underwent ablation and microlaparotomy for microinsert and fallopian tube removal/salpingectomy (bilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the allergy to metals, vaginal haemorrhage, pregnancy with contraceptive device, abortion spontaneous, metal poisoning, pruritus, urticaria, blister, tooth fracture, dyspareunia and alopecia outcome was unknown and the heavy menstrual bleeding, pelvic pain, abdominal pain, dysmenorrhoea and genital haemorrhage had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, blister, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, metal poisoning, pelvic pain, pregnancy with contraceptive device, pruritus, tooth fracture, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for: pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),general abnormal bleeding, nickel allergy and hypersensitivity. Discrepancy noted: earlier the patient underwent essure confirmation test, but in current pfs it was given she did not underwent essure confirmation test. Trailing coils: left: 4 right: 5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results not reported. Pregnancy test - in 2011: pregnant. Lot number:685785 manufacture date: ??-oct-2009 expiration date: ??-oct-2012. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 29-oct-2021: quality safety evaluation of ptc. Pt dermatitis contact updated to allergy to metals. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dermatitis contact ('positive for nickel allergy / dermal nickel allergy') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 30-year-old female patient who had essure (batch no. 685785) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 3 (B)(6) 2000, (B)(6) 2005, (B)(6) 2007). *metal toxicity test, hair sample, nos - nickel sensitivity and metal toxicity. Laboratory analysis, hair samples, nos - indicated extremely high barium contamination, high nickel and tin. The tubes were normal and pliable with no evidence of perforation or allergic reaction. Since there was no evidence of an allergic reaction in the fallopian tubes where the essure micro-inserts were located, and an extremely high level of a toxic metal (barium) was confirmed in the patients hair sample, our conclusion is that they patients symptoms originated from a source other than the essure micro-insert. Most likely the patient is reacting to a local environmental issue. In (B)(6) 2009, the patient experienced dermatitis contact (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia") and alopecia ("hair loss"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy with complication") and experienced abortion spontaneous ("stillbirth/miscarriage"), metal poisoning ("metal toxicity"), pruritus ("itchy"), urticaria ("hives"), blister ("blisters"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and genital haemorrhage ("general abnormal bleeding"). The patient was treated with surgery (on (B)(6) 2011 underwent ablation and microlaparotomy for microinsert and fallopian tube removal/salpingectomy (bilateral)). Essure was removed on (B)(6)2011. At the time of the report, the dermatitis contact, vaginal haemorrhage, pregnancy with contraceptive device, abortion spontaneous, metal poisoning, pruritus, urticaria, blister, tooth disorder, dyspareunia and alopecia outcome was unknown and the menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea and genital haemorrhage had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, blister, dermatitis contact, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metal poisoning, pelvic pain, pregnancy with contraceptive device, pruritus, tooth disorder, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for: pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),general abnormal bleeding, nickel allergy and hypersensitivity. Discrepancy noted: earlier the patient underwent essure confirmation test, but in current pfs it was given she did not underwent essure confirmation test. Trailing coils: left: 4 right: 5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results not reported.. Pregnancy test - in 2011: pregnant. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('positive for nickel allergy / dermal nickel allergy') and vaginal hemorrhage ('abnormal bleeding (vaginal)') in a 30-year-old female patient who had essure (batch no. 685785) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 3 (B)(6) 2000, (B)(6) 2005, (B)(6) 2007). *metal toxicity test, hair sample, nos - nickel sensitivity and metal toxicity. Laboratory analysis, hair samples, nos - indicated extremely high barium contamination, high nickel and tin. The tubes were normal and pliable with no evidence of perforation or allergic reaction. Since there was no evidence of an allergic reaction in the fallopian tubes where the essure micro-inserts were located, and an extremely high level of a toxic metal (barium) was confirmed in the patients hair sample, our conclusion is that they patients symptoms originated from a source other than the essure micro-insert. Most likely the patient is reacting to a local environmental issue. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). In 2010, the patient experienced vaginal hemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia") and alopecia ("hair loss"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy with complication") and experienced abortion spontaneous ("stillbirth/miscarriage"), metal poisoning ("metal toxicity"), pruritus ("itchy"), urticaria ("hives"), blister ("blisters"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and genital hemorrhage ("general abnormal bleeding"). The patient was treated with surgery (on (B)(6) 2011 underwent ablation and microlaparotomy for microinsert and fallopian tube removal/salpingectomy (bilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the allergy to metals, vaginal hemorrhage, pregnancy with contraceptive device, abortion spontaneous, metal poisoning, pruritus, urticaria, blister, tooth disorder, dyspareunia and alopecia outcome was unknown and the menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea and genital hemorrhage had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, blister, dysmenorrhoea, dyspareunia, genital hemorrhage, menorrhagia, metal poisoning, pelvic pain, pregnancy with contraceptive device, pruritus, tooth disorder, urticaria and vaginal hemorrhage to be related to essure. The reporter commented: patient received treatment for: pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),general abnormal bleeding, nickel allergy and hypersensitivity. Discrepancy noted: earlier the patient underwent essure confirmation test, but in current pfs it was given she did not underwent essure confirmation test. Trailing coils: left: 4 right: 5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results not reported. Pregnancy test - in 2011: pregnant. Most recent follow-up information incorporated above includes: on 20-mar-2020: pfs and mr received : events- "abnormal bleeding (vaginal), hair loss, dental problems, dyspareunia" added. Lot number, reporter, medical history, lab data added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.